Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by severe abdominal pain and cloudy pd effluent. The breach in aseptic technique was further described as ¿the patient did not adhere to the rules of proper hygiene during treatment¿. One day after onset, the patient sought medical assistance at the hospital. On the same date, the patient began treatment for the peritonitis with unspecified intraperitoneal antibiotics (dose and frequency were not reported). It was not reported if the patient was admitted to the hospital. On an unreported date in the same month as onset, the patient also began treatment for the peritonitis with unspecified antibiotics intravenously (dose and frequency were not reported). Two days after the onset date, the patient¿s symptoms subsided, the patient¿s pd effluent became clear, and the patient felt better. On an unreported date, the patient¿s pd catheter was surgically removed, pd therapy was discontinued and the patient started on hemodialysis. It was reported that in six months, the patient will restart pd therapy. On an unreported date in the same month as onset, the peritonitis was resolved and the patient was recovered. No additional information is available.